Event description:
The customer reported the 10a fuse on the device power supply was blowing. The customer reported they disconnected internal parts on the power supply and sparks were noted upon reassembly. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the power supply to address the reported problem. Failure of the 10a power supply fuse may result in a loss of ac power if it occurred during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Out of warranty; no manufacturer's service requested. Out of warranty; no manuf serv requested.